Event description:
It was reported to philips that the image storage was not possible. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing diagnosis for coronary procedure. The procedure was completed as planned. The philips remote service engineer (rse) checked the system remotely and confirmed that the image storage was not possible. Review of the log file shows image storage not possible. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that ssd image disk of the x-ray pc was defective and requested onsite support. To resolve the issue, philips field service engineer (fse) replaced the x-ray pc, os disk and the imaging disk, and reinstalled the software. The defective parts were returned for analysis; no malfunction was observed. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.